Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿failure of implanted material in hip¿. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the rim of the pinn mar +4 10d 28idx44od has fractured, only two fragments were returned for evaluation. Only two (2) out of four (4) anti-rotation device (ard) remain on the rim. Deformation was also observed at the edge of the device, opposite to the observed fracture. Based on the observations of the pinn mar +4 10d 28idx44od and the returned femoral head, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [121928144 / jj3422] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 28idx44od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [121928144 / jj3422] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient presented pain and instability of the operated hip, which is why an x-ray was taken that showed displacement of the implants. Additional surgery was required to remove the implants and replace them with others. Doi: (B)(6) 2023. Doe: (B)(6) 2023. Affected side: unknown.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, ¿failure of implanted material in hip¿. The product was not returned to depuy synthes, however photos and a radiograph were provided for review. Review of the photographic evidence show the rim of the pinn mar +4 10d 28idx44od fractured, fragments can be observed on the photos. Deformation was also found on the edge of the liner. Based on the observation of the device and the not centrical position of the femoral head found on the radiograph, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121928144 / jj3422] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 28idx44od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [121928144 / jj3422] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.